Event description:
The surgeon attempted to implant a cc4204bf lens when the trailing haptic adhered to the foam plunger and the plunger broke through the side of the cartridge. No pt event or injury.